Event description:
On (B)(6) 2016, the reporter contacted lifescan USA alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "466, 292, 348 and 438mg/dl" with the subject meter, performed within an unspecified period of time of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.